Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The release handle was impossible to operate. By forcing, the sheath separated from the handle. Need to take a new prosthesis to complete the intervention. Product available. The service is used to using the stent. The nurse told me that she's almost sure it's a mishandling on her part and she bent the catheter so at the time of the release, the stent was stuck and did not come out of its catheter. The doctor forced on the handle and separeted it from his catheter. The removed it from the channel and placed a new stent from bs instead. The patient is ok and non covid-19. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: did the red indicator move when the trigger was pressed? No it was stuck. Did the red indicator continue to move after the delivery stopped? No impossible to move the stent from the beginning. Were any cracking/popping sounds heard from the handle? Yes when the doctor tried to force with the handle to deliver the stent. Was the stent partially exposed? No. If the stent was partially exposed, was it possible to recapture the stent fully before removal? Were any additional procedures needed? What is the patient outcome? The patient is fine, the doctor put another stent from boston because he didn¿t have the same size with cook.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number cr1648453 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the (B)(6) 2020. In summary the following results were observed in the lab evaluation: flexor was observed broken distally and proximally beside the shuttle cap. Cannula was found broken at the same location as the broken flexor distally. Safety wire was not returned. Broken flexor was returned separately from the proximal break. Handle was actuating fine but unable to deploy the stent due to break. Handle was opened and the proximal flexor break was noted beside the shuttle cap. Distal break potentially occurred first causing the proximal break (cascading effect). Broken flexor(distal) was the initial failure. Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number cr1648453 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #cr1648453; upon review of complaints this failure mode has not occurred previously with this lot #cr1648453. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is evidence to suggest that the customer did not follow the instructions for use. As per additional information received, " was the product inspected for kinks or damage before use?no , they didn¿t. In fact they get used to use this stent but the nurse who was handling it was new and didn't took the stent out from the box carefully and she think that it¿s at that time, the catheter bent. " root cause review: a definitive root cause could be attributed to user error and user technique, as excessive force was applied causing flexor breaks. As noted in the complaint description, "the nurse told me that she's almost sure it's a mishandling on her part and she bent the catheter so at the time of the release, the stent was stuck and did not come out of its catheter. The doctor forced on the handle and separated it from his catheter. " summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The release handle was impossible to operate. By forcing, the sheath separated from the handle. Need to take a new prosthesis to complete the intervention. Product available. The service is used to using the stent. The nurse told me that she's almost sure it's a mishandling on her part and she bent the catheter so at the time of the release, the stent was stuck and did not come out of its catheter. The doctor forced on the handle and separated it from his catheter. The removed it from the channel and placed a new stent from bs instead. The patient is ok and non covid-19. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: did the red indicator move when the trigger was pressed? No it was stuck. Did the red indicator continue to move after the delivery stopped? No impossible to move the stent from the beginning. Were any cracking/popping sounds heard from the handle? Yes when the doctor tried to force with the handle to deliver the stent. Was the stent partially exposed? No. If the stent was partially exposed, was it possible to recapture the stent fully before removal? Were any additional procedures needed? What is the patient outcome? The patient is fine, the doctor put another stent from boston because he didn't have the same size with cook.